Event description:
(B)(4). Essure was placed by my gyn in his office in late 2012-early 2013. On (B)(6) 2013 I collapsed at work and was hospitalized for extreme fatigue. (Mind you I worked in an office and was sleeping normally, nothing to warrant any kind of fatigue). Over the next few weeks I developed myoclonus of my limbs that caused large uncontrollable movements several times per minute and I could no longer walk without falling down. I also experienced frequent episodes of brain fog that rendered me unable to function and limited my speech greatly. Extensive blood testing and multiple MRI's revealed nothing. I spent a week at (B)(6) in 2014 and another week and a half at (B)(6) in 2015. Because they couldn't isolate a cause, they gave me a diagnosis of chronic fatigue syndrome and a functional movement disorder (that just happened to the occur at the same time?). The severity of my symptoms has decreased but all of them are still there and have greatly decreased the quality of my life and my work. My children, my husband, my elderly parents all have to help me, when as a woman of (B)(6), I should be strong and sure and helping all of them. I am more a liability than an asset at work now and I fear my working days are numbered if I don't get better. I only recently found out it was likely the essure that did this to me and I'm talking to my doctor to see about scheduling a hysterectomy with bilateral salpingectomy. Major surgery with all its attendant risks when what I had originally sought was a non-surgical sterilization because surgery terrifies me.